Event description:
The account alleges that when the knee down button is activated, the hi/low lowers, resulting in unintentional movement.

Manufacturer narrative:
The tech determined that the cables were plugged into the incorrect ports. Once all cables were connected to the correct ports, the device functioned normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.